Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer blood glucose value was 263 mg/dl. Customer stated that they rewound the insulin pump and received the motor error alarm. Customer also stated that insulin pump received another pump error alarm. Customer stated they were unable to clear the alarm also not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.